Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachycardia lead was a case of an attempted implant due to placement difficulty. Furthermore, the lead body was damaged. Additional information received indicated that placement difficulty was due to patient anatomy. There was an acute curve in vein making it difficult to advance the lead down into the heart. When the lead had reached the heart there was a difficulty in moving the angle. This tachycardia lead was never in service. No adverse patient effects were reported.